Event description:
Intense pain in back at t-12 location. "Electrocution" feeling running up and down legs. Extreme pressure in hips, butts, legs. Sharp pain in t-12 area where screws are located. At times a clicking noise in t-12 vertebrae area. Hot to ice cold numbness from t-12 area down. There is very little pain or symptoms when rptr is lying down.